Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "hello, yesterday I had a total volume of 627.68 ml on daratumumab for patient. Total expected volume was 500ml. It ran 2hr and 1 min instead of 90 min. I emptied the chamber and then immediately ran the flush. I did have to run this through a 24g peripheral (patient has very tiny veins)." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported that the clinicians were having overfill/underfill problems. Per customer, "hello, yesterday I had a total volume of 627.68 ml on daratumumab for patient. Total expected volume was 500ml. It ran 2hr and 1 min instead of 90 min. I emptied the chamber and then immediately ran the flush. I did have to run this through a 24g peripheral (patient has very tiny veins)." There was patient involvement but the impact is unknown. Although requested, additional information was not provided.